Manufacturer narrative:
H11: below information was available at time of initial submission: a philips remote service engineer (rse) noted that the customer observed the error code on the display monitor. It was reported that the device was restarted, but did not resolve the issue. A philips field service engineer (fse) reported that the customer's problem was confirmed (blower high temperature alarm). It was determined that the device had a turbine failure. The fse replaced the turbine to resolve the issue. The device was returned to full functionality.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower high temperature error code. The device was in clinical use when the issue occurred. No patient or user harm reported.